Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient was unable to connect the ipg with the patient controller. Troubleshooting was unsuccessful with the clinician programmer, and it was determined the ipg flipped in the pocket. The patient current has therapy. To address the issue, the physician plans to perform a revision of the ipg.

Event description:
Follow up information identified the patient underwent ipg explant and replacement. Postoperatively, effective therapy was restored.